Event description:
The pt was suffering from internal bleeding. The cpoe order was for hct/hgb to be done every 6 hours on a 6-12 o'clock schedule to determine stability or need for more aggressive intervention or blood transfusion. The h and h had been 28% and 9.1 gm/dl. At the time of the anticipated 12 o'clock blood draw, the patient was not in the room because tests were being done. Several hours later, the patient collapsed in syncope with life threatening slow heart rate and hypotension. It was discovered then that the 12 o'clock blood test result was not available because the test was never drawn. With all of the hype over how these cpoe and ehr devices were going to make care safer, these devices failed to warn or indicate to the nurse or the phlebotomist that the disease critical blood tests was not yet done, with the nurses chained to the user unfriendly ehr, they tended to neglect the pts. This patient suffered from that neglect for the h and h was 21% and 6.9 gm/dl when it was done after the collapse, requiring emergency transfusion and ICU care. The failure of the ehr device to provide a warning that tests were not done as ordered represents a potential life threatening design flaw in the device.